Event description:
Unit of blood (packed cells) begun at 10:20 am. Transfusion rate adjusted. Required readjustment 30 minutes later. At next 30 minute check, 250 cc blood found to have transfused. Pt required medication (lasix 40 mg) for dyspnea and overnight observation. Rate regulator not constant in maintaining rate - questionable stability.